Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-02126. The FDA registration number should have been 1531186 for distributed product.

Event description:
Dealer states intermittently going into drive lockout. Dealer was not with the chair to troubleshoot.